Event description:
The distributor reports that the intraocular lens model aq2003v was implanted and the surgeon noted the lens was damaged during delivery into the eye. The lens was removed without injury to the patient.